Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced device extrusion. The sutures from the initial surgery opened and the implanted device was exposed. On (B)(6) 2024, the recipient underwent surgery to repair the sutures, and ensure the device is in place. There was no infection present.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has healed and has resumed device use. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.